Manufacturer narrative:
The pump was received with compromised force sensor system error alarm during basic occlusion test and unable to prime at 4.0 lbs. During prime test due to moisture damage inside force sensor resistor. The pump had missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 233mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.